Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large needle driver instrument and completed the device evaluation. The instrument was analyzed and was found to have cracked clamping pulley of input #5 (pitch). The crack resulted in loss of tension of the correlating pitch cable(s).

Manufacturer narrative:
Isi has received the large needle driver (lnd) instrument involved with the complaint; however, failure analysis investigation has not been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the 8mm large needle driver (lnd) moved poorly. Isi followed up with the initial reporter and obtained the following additional information: the lnd instrument was inspected prior to use with no issue. The detail of the non-intuitive motion of the lnd instrument was not known. It was unknown if there were any external collisions, shakiness, or friction. There was no patient injury as result of the issue.